Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('I had done it 2 months after essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required). At the time of the report, the endometrial ablation outcome was unknown. The reporter considered endometrial ablation to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- endometrial ablation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('I had done it 2 months after essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and experienced back pain ("lower back pain") and pain in extremity ("pain down my legs in to my feet"). At the time of the report, the endometrial ablation, back pain and pain in extremity outcome was unknown. The reporter considered back pain, endometrial ablation and pain in extremity to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- endometrial ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added events pain down my legs in to my feet and lower back pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.